Event description:
This device was explanted and replaced due to eri. Outputs have been low (2.0 v @ 0.5 ms) for both leads from 3 month visits ((B)(6) 2009) to device change-out. They were initially higher at enrollment (4.8v @ 0.5ms). At the visit prior to replacement, there were a few shocks. At implant, they had 4 delivered shocks and two terminated shocks. Since implant, there have been 5 more terminated shocks and 1 delivered shock.